Manufacturer narrative:
Follow-up # 1 ¿ (02/26/2015). The patient¿s meter and test strips have been returned on 2/12/2015 and 2/17/2015, respectively, and evaluated by lifescan product analysis on 2/13/2015 and 2/17/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 7:30 am on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿220, 202, 234, 209, 205, 207, 181, 223 and 182 mg/dl¿ on the subject meter. The patient was unwilling to answer questions regarding their diabetes management regimen. The patient reported developing a symptom of ¿shaky¿ a couple of days later. The patient denied receiving treatment for this symptom. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.